Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported can not boot up. There was no reported pt involvement/adverse pt impact.